Event description:
It was reported that the devices needed repair. There was no reported patient impact. The product analysis found that the insulation on all devices was damaged.

Manufacturer narrative:
Concomitant devices: hook cev225 dia 5mm 450mm monopolar, lot #131001, manufacture date october 2013; hook cev225 dia 5mm 450mm monopolar (quantity 2), lot #141002, manufactured date october 2014; hook cev225 dia 5mm 450mm monopolar, lot # 141001, manufactured date october 2014. (B)(4). Six monopolar hooks were returned for analysis. The product analysis for the devices determined, ¿the blue coating on the hooks is very damaged. The electrical insulation of this part of the instruments is compromised. The black sheaths are also damaged and shorter on their distal parts; as well as impacted on their tubes. The hook with the lot 141001 does not pass the electrical tests. These instruments were probably improperly used and reprocessed with other instruments. The impacts damaged their insulations. The blue coating has probably been damaged by the use of an abrasive. However, the shrinking of the sheaths might be due to a defect in the sheathing process.¿